Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the grip-tips to be related to the customer reported complaint. The thermal damage is observed at the middle point of the grip-tips. There was no insulation damage was observed on the conductor wire. Electrical continuity test was performed and passed.

Event description:
It was reported that during central processing, the instrument had an unknown issue. The reporter had no information to provide. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.